Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's connection between adapter and the tube slipped out. It was reported that they cut the tube to create a seal. Customer reported that the patient got extubated after a week.